Manufacturer narrative:
.

Event description:
Blister at injection site (lower lip); yellow discharge at injection site (lower lip); swelling at injection site (lower lip). Information was received on 29-aug-2007 from a surgeon via a distributor regarding a female patient, unk medical history. In 2007, the wet/dry line lower lip and vermilion border (upper lip) were prepped with an alcohol swab and the patient was treated with prevelle. Immediately post-injection, the patient experienced blister, yellow discharge, and swelling of the lower lip. She was treated with penicillin and the events had almost resolved at the time of this report. The lot number was provided as 705.